Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: on investigation, the alleged moisture intrusion issue was verified. Evidence of moisture intrusion was evident inside the battery compartment. Battery compartment cracks were observed on the side of the compartment and in the threads area. A leak test showed a leak where the crack was located. Using returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons.